Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was monitored for several days and no frozen display was noted. All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm was noted during testing. No unlocked lcd keypad connector noted during visual inspection. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. The time and date advanced properly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.